Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement dr (B)(4), (B)(6) hospital, (B)(6) 2018. Revision total femoral replacement fracture between previous total hip replacement and srom knee replacement lateral femoral plate also insitu. Fracture through femur with tibial components insitu while femoral components and entire femur removed. Total femoral replacement female patient (B)(6). Unknown_jrn: 1 x srom hinge femoral component. Unknown_jrn: 1 x femoral sleeve and 150mm stem. Unknown_jrn: 1 x 12mm srom hinge bearing.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.